Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity alert was triggered. The right ventricular (rv) lead was suspected to have a fracture as oversensing indicated as non-sustained episodes and short v-v intervals were observed. The lead was capped and replaced. No patient complications have been reported as a result of this event.